Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion and the treatment of surgical exposure are listed in the proglide instructions for use (IFU), as potential adverse events of use of the device.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect(s) is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h4: return device status.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) via 5fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide sutures were removed and the artery was opened longitudinally. Artery repaired and dissection flap tacked with bovine pericardial patch with watch sewn. A delay in the procedure occurred. The physician reported that there was no [peripheral] vascular issues post surgical repair. The patient had a hemorrhagic stroke post tavi procedure and remained an inpatient. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that an arteriotomy closure was attempted using a proglide device after an unspecified procedure. Following the procedure, no flow to the left femoral artery was noted. Iliofemoral imaging demonstrated no distal flow, likely due to proglide suture obstruction. The vascular team were called. No additional information was provided.